Event description:
It was reported that during parotidectomy, system would not connect with wired or wireless connection. When attempting to connect wirelessly, "patient interface fault detected" warning appeared. Usb-c port on pi box is loose. When plugging in wired connection, the usb-c blue port in interface box is damage and comes out with the cable when unplugging. Delay was less than 1 hour. Brought nim 3.0 and used it for the procedure. There was no patient injury.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: n im4cpb1, serial/lot #: (B)(6), ubd: , UDI#: (B)(4). H3: analysis for product ID:nim4cpb1 could not verify 'error code message.' Could not verify a wireless failure. Unit presented with sw:(v1.7.5) and a wired connection failure due to a defective main pcba and usb port. H4: manufacturing date for nim4cbp1 is 2022-09-12 h6: fdm code b01, fdc c0201 , fdr d02 and img g04034 and g02005 are applicable for product ID: nim4cpb1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.